Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: va1gwn8028, ubd: 15-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement surgery, a lead was associated with high impedances. The ins that was replaced could not be interrogated. Impedance values of 40,000 were reported on contacts 1, 2, 4, 6, and 7. Troubleshooting was performed by placing the 0¿7 lead tail into the 8¿15 port, which showed the same results. The issue was reported as ongoing and not resolved. No patient injury was reported. Additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that the previous ins was discharged and unable to be read for impedances. The ins was replaced due to normal end of life.